Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a no delivery alarm and an insulin pump error. The customer's blood glucose level was 158 mg/dl. The customer mentioned that the insulin pump kept on rebooting and rewinding. The customer was able to clear the alarm and rewind the insulin pump. The customer stated that the insulin pump was not exposed to high magnetic field. The customer performed troubleshooting for no delivery alarm and stated that the insulin exited but alarmed no delivery alarm. Customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.